Manufacturer narrative:
H.6. Investigation: no samples or pictures were received. The DHR review process was not able to perform due to the lot number was unknown. A review of the ncmr¿s was performed; the result showed there were no issues reported like lid broken for the same part number throughout the last twelve months. According with this investigation there is not enough information provided from customer like a picture from the original packaging to determine the root cause of this non-conformance. H3 other text : see h.10

Event description:
It was reported that bd¿ nestable sharps collector lid was broken. This was discovered after use. The following information was provided by the initial reporter: one of the notch on the outside of the lid was broken.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd¿ nestable sharps collector lid was broken. This was discovered after use. The following information was provided by the initial reporter: one of the notch on the outside of the lid was broken.